Event description:
Customer called to report a sensor anomaly on the insulin pump. Customer also reported that there was an emergency room visit due to an over delivery of insulin from their insulin pump. Customer's blood glucose value at the time of incident was 196 mg/dl. Troubleshooting was done for sensor issues. However, customer declined to troubleshoot for blood at the site. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.